Event description:
According to the reporter, during use, the cuff of the device had a large leak. Air was added to the cuff but would not hold it. The device was removed and when placed to water, a pinhole leaking air was noticed. The patient had a replacement of the tube.

Manufacturer narrative:
Medwatch - uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.